Event description:
A report was received that the patient was experiencing difficulty charging her ipg and thought that the ipg had flipped inside the pocket. The physician opened the pocket a little bit and saw that the ipg was not flipped. The patient was stitched back up and was sent to recover. A new charger was sent to the patient to see if this resolved the charging difficulty, however a good faith effort was made to follow-up if the charging difficulty had been resolved with the new charger but it was unsuccessful. No additional information is available.

Manufacturer narrative:
This is the final report.